Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
A nurse reported that a patient's blood glucose (bg) reached 900 mg/dl while wearing the pod between 1 and 4 hours. Patient was seen by 2 physicians. The first physician diagnosed patient with a "stomach virus." The patient left the physician's office, however, when testing bg levels, personal diabetes manager (pdm) read "high" , which indicates bg levels are > 500 mg/dl. Despite not eating, only drinking gatorade, and administering several correction boluses of insulin, patient's bg continued to read "high." As a result, patient visited another physician at an emergency room where another diagnosis of diabetic ketoacidosis was made. Blood glucose measured at 900 mg/dl and patient was admitted. Treatment consisted of fluids and intravenous delivery of insulin. The patient is still hospitalized and physician projects an admission time of 2 days "if everything goes smoothly."